Event description:
It was reported that although the patient ((B)(6)) is receiving effective stimulation, the recharge burden for the ipg has increased. Surgical intervention will be undertaken at a later date to replace the patient's ipg as she alleges the recharge burden is becoming unmanageable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.